Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the endoscopy support specialist (ess). Please the updates in sections: g4, g7, h2 and h10. As part of our investigation, an olympus ess was dispatched on may 7, 2019 to observe the user facility¿s reprocessing practices. The ess reported that the facility¿s reprocessing staff was not performing pre-cleaning steps for the urf-p6 scope. The ess informed the facility¿s registered nurse of this finding and was requested to schedule an in-service for a later. On june 14, 2019, the ess returned to the user facility and provided an in-service that included pre-cleaning steps for facility¿s or staff, rn and reprocessing technicians.

Manufacturer narrative:
There was no specific serial number(s) provide for the subject scope; therefore, it is unknown if the scope was returned to the service center for evaluation/repair. As part of our investigation, follow up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. In addition, an endoscopy support specialist (ess) was dispatch to the user facility to observe the facility's reprocessing technicians¿ practices and provide training if necessary. To date the ess visit has not been finalized. If additional information becomes available a supplemental report will be filed accordingly.

Event description:
The service center was informed that four patients developed staph infection after undergoing a procedure with the user facility's uretero-reno fiberscopes. Only one physician from the user facility group has reported that patients have experienced this infection. The facility has multiple uretero-reno fiberscopes and is unable to determine which contributed to the patient incidents. The course of treatment is unknown. Additionally, the user facility reported that scope was reprocessed in a steris 1e automatic endoscope reprocessor. This report is for 2 of 4 patients.